Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional that blood is leaking from the PICC line, a small hole above the "wings", under the dressing. Discovered in connection with repositioning when the entrance is "lifted up" a little from the skin for disinfection underneath. Patient admitted 13/9 to the gastroenterology department.